Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter would not power on. The complaint was classified based on the customer service representative (csr) documentation, and further information obtained during a follow up call by csr. The patient reported that the meter issue began on (B)(6) 2017 (time unknown). The patient stated that he manages his diabetes with oral medication, diet and exercise, and denies making any changes to his usual diabetes management regimen. The patient alleges that at 8am on (B)(6) 2017, after the meter issue began, the patient developed symptoms of ¿slurred speech, imbalanced and confused¿. Between 8.30 and 9 am in response to the symptoms an ambulance was called and the patient was taken to the emergency room. A blood glucose result of ¿37 mg/dl¿ was obtained on the hospital meter (unknown time), and the patient was treated with oral medication and different types of juices. At the time of troubleshooting, the csr noted the subject meter would not power on when a new test strip was inserted. The csr noted the patient was not using the meter for the first time, there was no misuse of the product, and the correct strips were being used. The csr documented that based on the information provided the battery did not need replacing. The csr noted the issue was not resolved with training. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.